Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient's history showed no external power alarms and the patient reported that it occurred while changing batteries, but the batteries were not fully depleted. Log file review confirmed no external power event on (B)(6) 2024 at 18:26 - 18:27. It seemed like the patient was changing to fully charged batteries at the time and it was noted that there were no external power events captured even though one of the power leads was still connected. Black lead was disconnected, and the white lead still showed connected. The emergency backup battery was enabled at that time as the system controller thought both leads were disconnected. It was also noted that 2 batteries had some corrosion and needed cleaning. Battery clips and batteries were switched out. Power cables were moved around while the patient was attached to see if alarm would replicate. The system controller was ultimately exchanged. The green pump running light was very dim and hard to see. There were no alarms since the controller was exchanged.

Manufacturer narrative:
Section d6a - date of implant: correction. Not applicable for heartmate 3¿ system controller. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The reported event of a dim pump running light was unable to be confirmed due to the system controller (serial number: (B)(6)) not returning for analysis. A log file was submitted for review with events spanning approximately 2 days ((B)(6)2024 at 20:13:44 to (B)(6)2024 at 10:11:32 per time stamp). On (B)(6)2024 while connected to 14v li-ion battery power, a disconnection of the black power lead and drop in white cable voltage was observed at 18:26:58 activating a no external power alarm. The no external power alarm clears at 18:27:02 when the black power lead is connected to a fully charged 14v li-ion battery. The backup battery provided power to the system during this event. There were no other notable events active in the log file. Pump operation was not affected. Additional provided information stated the software version of the system controller at the time was v1.5, that the system controller was exchanged due to dim pump running light, and that the alarms resolved after the system controller exchange. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial #: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿) instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain that at least one system controller power cable must be connected to a power source at all times. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with no external power, power cable disconnect, and low voltage hazard conditions. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 patient handbook (rev. G - section 6 "equipment maintenance¿) describes how to care for and clean all equipment, including the heartmate 3 system controller and its power cables. No further information was provided. The manufacturer is closing the file on this event.